Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had experienced a hypoglycemic episode and became unconscious. Her cgm/bg prior to pt's episode were 120/45 mg/dl. Paramedics were called and her cgm/bg levels were measured at 90/27 mg/dl. Paramedics administered an IV and pt regained consciousness. At the time of her call to dexcom technical support, pt states that she was still experiencing difficulties with her cgm.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.